Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that exposure was not possible. Upon remote analysis, it was found that 7.23mh values which indicates that the focus was defective. The quote was sent to the customer for repair. No response received from the customer and quote was expired. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible. There was no harm reported. Philips has started an investigation of this complaint.